Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The events of bleb-related leakage and conjunctival perforation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen®45 gts in the right eye had the device "implanted, manipulated into position, there was a perforation in the conjunctiva, surgeon sutured with 8.0 vicryl at time of surgery". On a later date the patient was "seidel positive in the area of the distal tip of the stent". Healthcare professional ultimately "cut back the conjunctiva limbally and repositioned the xen." They then "did a tenonectomy and sutured the conj back at the limbus with 8.0 vicryl." The seidel was noted as negative and event resolved.